Event description:
As reported by the user facility: the patient was transported back to the ICU from the cath lab, blood began backing up into the central line IV norepinephrine tubing. Upon visual inspection, blood was backed up halfway to the pump, and a hole was seen in the tubing. Vasopressin was increased to support bp, and cn was called to prepare a new drip and program a new IV pump. Map decreased to the 40s, and calcium chloride ivp was given. Norepinephrine drip restarted and bp slowly improved.